Event description:
It was reported that the programmer screen was not responsive to the stylus touch pen. The stylus pen was replaced but the situation did not improve. It was noted in the technical services call that the touch pen would not calibrate. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer screen was not responsive to the stylus touch pen. The stylus pen was replaced but the situation did not improve. It was noted in the technical services call that the touch pen would not calibrate. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067l radio frequency programmer head; product ID: 229047 software analyzer (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the screen was not responsive to the stylus and attributed it to the stylus not being fully seated, therefore the stylus was reseated and calibrated. Analysis also found the system fan and power supply noisy and both were replaced. Concomitant products: product ID 2067l radio frequency programmer head; product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.